Event description:
A customer reported that an ophthalmic console had an issue with the phacoemulsification and console. The patient has a posterior capsular tear. The scheduled procedure was anterior vitrectomy, and a sulcus lens implantation. The physician felt the issue with the phacoemulsification handpiece and tip become loose or dislodged during the surgery. The current outcome of the patient condition was unknown. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.